Event description:
It was reported the device does not power up. The device was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Display is corroded. Battery contacts are contaminated. Battery flex is corroded.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Display is corroded. The display was analyzed further and was found to have severe contamination which would not allow the assembly to power on. The corrosion led to open traces in the circuitry and resulted in improper display assembly operation. Battery contacts are contaminated. Battery flex is corroded.